Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, simultaneous noise oversensing on both atrial and ventricular leads and pacing inhibition were observed. The noise could not be provoked with arm exercises or manipulation of the pacing system.

Manufacturer narrative:
Preliminary analysis of the available data confirmed the reported oversensing on both channels (atrial and ventricular channels) in the follow-up data of (B)(4) 2014. The recommendations have been provided to the physician. Please refer to the attached analysis report for complete details.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, simultaneous noise oversensing on both atrial and ventricular leads and pacing inhibition were observed. The noise could not be provoked with arm exercises or manipulation of the pacing system.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, simultaneous noise oversensing on both atrial and ventricular leads and pacing inhibition were observed. The noise could not be provoked with arm exercises or manipulation of the pacing system.